Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a power on reset occurred. Analysis of the device memory indicated the device was unable to be interrogated by wireless telemetry. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had syncope while running to catch a bus and indicated having received multiple shocks. When the device was interrogated, the following day, one episode with one shock was noted. The device was noted to have had a power on reset (por) and wireless telemetry was indicated to be disabled. Reprogramming was performed to turn off detections. The device remains in use. No further patient complications have been reported as a result of this event.